Event description:
It was reported that saline solution was absent from the lens vial and the lens was in a "dry state". The lens was hard and difficult to fold into the injector. When the injector plunger was advanced the lens got stuck in the tip of the injector. There was no patient contact.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.